Event description:
It was reported that the customer was in the emergency room, about to get x-rays done. She wanted to know if the sensors could be worn during x-ray. The customer did not state if her being in the emergency room was related to her diabetes. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.